Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the first band, it did not deploy. On the second and third attempts, two bands were deployed onto the two varices instead of just one band. There were no reported patient complications as a result of this event. No further information has been obtained.

Manufacturer narrative:
Block g2: medwatch number is mw5119769. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.